Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). (B)(6).

Manufacturer narrative:
Product event summary: the programmer was returned and analysis was unable to confirm the customer comment that it was unable to interrogate certain models of implantable heart devices. It had been requested that the software be reloaded and tested and this was done. Analysis also found that the power cord bay had a broken tab so the power cord bay was replaced. (B)(4).

Event description:
It was reported that the programmer had telemetry failure when interrogating a specific model of implantable heart devices. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had telemetry failure when interrogating a specific model of implantable heart devices. The programmer was returned for service. No patient complications have been reported as a result of this event.